Event description:
Report received from (B)(6) stating that the device had "heat." The device was not used during surgery. The date of the event was not reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met MFR's specifications. No problem was found. The event was not confirmed. If additional info is received, a supplemental report will be sent.